Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Service returns were for issues similar not similar to the reported complaint. The database showed no quality notification/s were opened for the source device. A complete quality notification review was not performed because the product was manufactured prior to july 2004, the implementation date of the erp system. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: ca-(B)(4). The customer stated that there was no patient involvement .

Event description:
Case ID: (B)(4), case status: open, summary: 8100 failing patient side occlusion test, case notes: problem description: (B)(6) 2018, 11:19:43, (B)(6). Customer called due to the patient side occlusion test failing while performing the 8100 patient side occlusion test. Customer calibrated the 8100 with no change. Customer also replaced both pressure sensors and the bezel. Instructed the customer the next coarse of action is to replace the platen and then the logic board. Recommended sending in for repair. No patient involvement. Serial number: (B)(4).